Manufacturer narrative:
The complaint device has been received by the manufacturer; however, a failure analysis has not yet been completed. Upon receipt of the failure analysis, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a sensation jumbo oval snare was used during a polypectomy procedure performed on (B)(6), 2010. According to the complainant, the snare would not completely close around a polyp. No problems were noted with the handle, and no bends or kinks were noted in the plastic sheath. The snare was removed from the patient without issue, and the procedure was completed with another sensation jumbo oval snare. There were no patient complications reported as a result of this event.

Event description:
It was reported to boston scientific corporation that a sensation jumbo oval snare was used during a polypectomy procedure performed on (B)(6), 2010. According to the complainant, the snare would not completely close around a polyp. No problems were noted with the handle, and no bends or kinks were noted in the plastic sheath. The snare was removed from the patient without issue, and the procedure was completed with another sensation jumbo oval snare. There were no patient complications reported as a result of this event.

Manufacturer narrative:
An evaluation of the returned product found that the device could no longer retract due to the detached cannula within the handle. All measurements taken of the device were found to be within specification. The condition of the returned device was consistent with the complaint that the device could not completely retract; the complaint was confirmed. The most probable root cause is improper assembly of the handle and handle cannula. A correction has been implemented to address this issue. It was confirmed that this lot was manufactured prior to the correction. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot.